Manufacturer narrative:
The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor tested okay. However, a corroded motor home switch was noted. A cracked reservoir tube lip, cracked battery tube threads, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped, but did wear the device during an x-ray. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 396 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).